Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. This report is for an unknown lag screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent hardware removal and conversion to total hip due to trochanteric fixation nail advanced (tfna) lag screw that cut out of the femoral head. All hardware was removed easily. The lag screw was pulled out without disengaging the built in locking mechanism. Upon removal, it did not appear any hardware was broken. The infection has not been ruled out. Many tissue samples and hardware samples were sent for evaluation within the hospital pathology department. The procedure and patient outcomes are unknown. Concomitant devices reported: tfna nail (part # unknown, lot # unknown, quantity unknown), end caps (part # unknown, lot # unknown, quantity unknown),locking screw (part # unknown, lot # unknown, quantity unknown), cable/wire accessories: orthopaedic cable (part # unknown, lot # unknown, quantity unknown). This report is for one (1) unknown lag screw. This is report 4 of 5 for complaint (B)(4).